Event description:
It was reported that during a procedure involving a turbohawk plus device, minimal resistance was encountered when inserting the device over the wire into the right superficial femoral artery at the proximal location. The target lesion was calcified with a moderate degree of calcification, 70% stenosis, and a length of 40 millimeters, with an artery diameter of 6.5 millimeters. After the thumbswitch was positioned to the on position, a deep pitch sound was noted. The proximal part of the nosecone separated from the catheter but remained intact, and device detachment occurred at the target lesion. The proximal part of the nosecone did not fully detach from the catheter and therefore the device was removed as one complete unit. The physician then converted to plain old balloon angioplasty (poba) to complete the procedure. The device was safely removed from the patient, and no injury or intervention was associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a visual inspection showed that the tip detached at the hinge pins, the hinge pins are still present on the device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.